Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted april 19, 2017.

Event description:
Per the patient's surgeon, the patient experienced intermittency and a subsequent loss of connection to the internal device. On (B)(6) 2017, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.